Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. A return sample for eval is not available review. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisements and care for noted by health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. (B)(4).

Event description:
The end user reported he has a pressure ulcer in the right lower quadrant of his abdomen in the 8 o'clock position. It is about the size of a dime, shallow in depth and painful. The end user stated that his skin care routine includes cleansing with antimicrobial soap; barrier spray; powder; stomahesive paste; eakin seal and hernia support belt. The end user stated over a month ago that he had visited his wound care nurse three (3) to four (4) times over several weeks and it was during this time that she recommended that he discontinued using the sur-fit natura 2 pc durahesive convex moldable wafer and the hernia belt. She suggested for him to try a non convetec non convex 2 piece system with a larger flange size and a skin barrier seal. He stated that his wound had healed about one (1) week ago and that he then began to use the sur-fit natura 2 pc durahesive convex moldable wafer and the hernia belt again. He stated that his wound reoccurred when he went back to using the product. The end user contacted the customer intake center at that time it was recommended again that he discontinue using the sur-fit natura 2 pc durahesive convex moldable wafer and the hernia belt. It was recommended that he try a two (2) piece non-convex with a larger flange size along with the eakin; and then try a one (1) piece non-convex with eakin w/o the hernia belt. The end user was advised to contact his doctor and instructed on skin care.